Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08680 inches. The pump was monitored, no blank display noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 08/16/2025 to 10/04/2025. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the primary svn#: 000321049054 event date of 06-oct-2025. On the related svn#: 000321049053 event date of 04-oct-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the related svn#: 000321049053 event date of 04-oct-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the primary svn#: 000321049054 event date of 06-oct-2025 and related svn#: 000321049053 event date of 04-oct-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 09/28/2025 21:48:00.000. 10/04/2025 15:06:00.000, 10/04/2025 15:16:00.000. 10/04/2025 18:51:00.000. Lostsensor2alert (781) was found on: 09/28/2025 22:05:00.000. 10/04/2025 15:32:00.000. 10/04/2025 19:15:00.000, 10/04/2025 19:25:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was found on: 10/04/2025 21:36:10.000. 10/04/2025 21:46:00.000. Pump error 68 alarm was found on: 10/04/2025 21:46:00.000. Pump error 49 alarm was found on: 10/04/2025 21:47:03.000.. 10/04/2025 21:47:47.000. Pump error 23 alarm was found on: 10/04/2025 21:47:58.000. Power loss alarm was found on: 10/04/2025 21:48:09.000. 10/04/2025 21:48:17.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Pump error 68 alarm, pump error 49 alarm, pump error 23 alarm and power loss alarm were expected since the pump resets after the power was lost. No unexpected pump error 68 alarm, pump error 49 alarm, pump error 23 alarm and power loss alarm noted during testing. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.20 mv). The pump was received without a battery. The pump was received with the battery cap with a missing metal contact. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for blank display was not confirmed. However, battery cap contacts missing/damaged was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and blank display. The customer reported blood glucose value of 400 mg/dl, and treated in the hospital. The event involved product(s) mmt-1884. Troubleshooting was performed but the issue was not resolved and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.